Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient thinks their increased pain was due to the x-ray table. The doctor gave the patient some new arthritis meds too help. The patient was reprogrammed today which helped to make the patient feel better. The patient reported her back pain is also better with the new medication. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member concerning patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that patient had increased back pain since they had an x-ray. The patient was having flank kidney pain prior to the x-ray. The patient did not turn her device off during the x-ray and has hurt ever since. The patient had an appointment scheduled to see manufacturer representative (rep) (B)(6) 2019. No further complications were reported/anticipated.